Event description:
It was reported that the atrial lead was undersensing/not sensing with no capture/pacing failure. The lead placement was unremarkable on chest x-ray. The physician is currently considering the cause of the issue including possibilities of drug administration and abnormal myocardium as a result of elevated potassium. The patient was hospitalized due to deterioration of heart failure with symptoms of renal function degeneracy and deterioration in pulmonary congestion. The patient expired while in the hospital.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 693565 lead (B)(6) 2014, (B)(4) competitor lead: (B)(6) 2014. (B)(4).